Manufacturer narrative:
Evaluation of the returned genesys hta 115v control unit was unable to confirm the reported event of "loss of power." The reported problems were not duplicated during the testing of the console. Since the unit passed functional test, the probable root cause of the reported failure could not be determined and the root cause classification for the as reported classification is ¿undeterminable¿. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a genesys hta 115v control unit was used in a hydrotherm ablation procedure on (B)(6), 2011. According to the complainant, during the hysteroscopy phase the control unit gave an error 39 message. A second procedure set was placed on the system. The procedure was restarted and it the system began heating up. At 68c the screen went blank and the pump stopped. The control unit was restarted and immediately went into cool down. The procedure was successfully completed using another genesys hta control unit. The patient was reported to be doing "fine" at the conclusion of the procedure. Note: it should be noted that an error 39 code is not an medwatch reportable event.

Event description:
It was reported to boston scientific corporation that a genesys hta 115v control unit was used in a hydrotherm ablation procedure on (B)(6), 2011. According to the complainant, during the hysteroscopy phase the control unit gave an error 39 message. A second procedure set was placed on the system. The procedure was restarted and it the system bega heating up. At 68c the screen went blank and the pump stopped. The control unit was restarted and immediately went into cool down. The procedure was successfully completed using another genesys hta control unit. The patient was reported to be doing "fine" at the conclusion of the procedure. Note: it should be noted that an error 39 code is not an medwatch reportable event.